Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle was prepared for use in a polypectomy procedure performed on (B)(6), 2010. According to the complainant, during preparation there was difficulty removing the needle from the hoop it is packaged in, and after removal the needle would not deploy nor retract easily. The device was not used on the patient. The procedure was completed with another interject injection therapy needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle was prepared for use in a polypectomy procedure performed on (B)(6), 2010. According to the complainant, during preparation there was difficulty removing the needle from the hoop it is packaged in, and after removal the needle would not deploy nor retract easily. The device was not used on the patient. The procedure was completed with another interject injection therapy needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)